Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2013 with the following findings:no occlusions observed in pump histories. Daily insulin delivery totals correctly reflected the user's programmed basal rates . Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. Pump passed 29 hour flow accuracy test and found to be delivering within required specifications. No occlusions occurred during testing. An occlusion was induced and the pump gives the appropriate visual and audible "occlusion detected" alarm. Unrelated to the complaint, the battery compartment is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that her pump is not alarming appropriately for occlusions. The patient stated that on an unspecified date approximately two weeks ago she was hospitalized overnight with a diagnosis of diabetic ketoacidosis. The patient stated her blood glucose (bg) was 427mg/dl upon arrival at the hospital with nausea, weakness, lethargy, and dizziness. The patient was reportedly given IV fluids. The patient reportedly changed her infusion set and remained on the pump while at the hospital. The patient stated that when she changed the set, she noted the cannula was bent but that the pump had not alarmed for an occlusion. The patient determined that she had not been getting insulin for about 24 hours due to the bent cannula with no alarm. The sound settings were reviewed and all alerts, warnings, reminders, and alarms were set at high. The alarm history was reviewed and no occlusion alarms were noted. At the time of the call to animas, the patient¿s bg was reportedly within normal range. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention due to the pump not alarming for an occlusion when the cannula was bent.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.